Event description:
It was reported the pt was experiencing intermittent stimulation. The pt was having issues turning the device off using her pt programmer. The pt experienced a delayed reaction of minutes to half hr periods before the device felt like it shut off. It was also reported the device felt like it was turning on and off. The issues had been occurring for approx three weeks. The pt's programmer was returned to the MFR for further analysis.

Manufacturer narrative:
Code 920 refers to programmer model 37742. Final device analysis results revealed a failed solder on pin two of the antenna jack. The programmer was given new bottom housing, resoldered pin two, and replaced the scratched face plate. See scanned page.